Event description:
It was reported that during an unspecified hand surgical procedure, it was observed that the small battery drive device had intermittent power and then stopped working. There were no delays to the surgical procedure as a spare device was available for use. The surgery was completed successfully with the spare device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all manufacturing specifications. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.